Manufacturer narrative:
The product family for this women's healthcare product is unk; therefore, bard is unable to determine the associated labeling and dfmea to review. If additional information is received, a follow-up report will be submitted. (B)(4).

Event description:
It was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced serious and permanent injuries, pain, disfigurement, physical impairment, progression of existing conditions and had required and will require continued medical treatment.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced pain, unspecified urinary problems, recurrence and dyspareunia.

Manufacturer narrative:
The medical record review is still in progress, once the medical records are reviewed a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced recurrent urinary tract infections treated with suppression antibiotic therapy, chronic cystitis, urinary incontinence, urgency, urge incontinence, constipation, urinary frequency, nocturia, pain, urinary problems, dyspareunia and nonsurgical interventions.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced migraines and infection.